Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the event battery. The device performed to specification. Evaluation of the returned battery showed the battery was depleted. Review of the device history log indicated the device was powered off without electrode pads attached. This state can interrupt the device's ability to perform readiness tests. The log review cannot determine how long the device was in this state. Analysis of reports of this type has not identified an increase in trend.